Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2016-00344 / 00345).

Event description:
Legal counsel for patient reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient allegedly experienced pain, grinding, noise, and limited range of motion. The patient was revised on (B)(6) 2014 due to elevated metal ion levels. Legal counsel reported that metallosis was allegedly noted during the revision. Patient's legal counsel further reported the patient developed numbness and tingling in her right foot with nerve pain. Patient was allegedly diagnosed with foot drop in (B)(6) 2014. Legal counsel reported the patient underwent a procedure in (B)(6) 2014 due to peritoneal nerve entrapment.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One m2a-magnum mod hd sz 52mm item# 157452 lot# 307270 and one m2a-magnum pf cup 58odx52id item# us157858 lot# 901740 was returned and evaluated. Upon visual inspection the shell had scuffing on the inner radius and some debris attached to the od. The returned head showed damage to the outside and lip of the taper. There was no visible debris inside of the taper. The additional information does not change the outcome of the previous investigation.